Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, when the patient came for post op a scratch was observed across the iol and it needed to be removed. Lens was explanted in a secondary procedure. The iol was replaced with unspecified lens. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).